Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider (hcp) stated the patient (pt) reported the implantable neurostimulator (ins) battery is dead and pt "cannot charge anything". No symptoms were reported. The patient reported they don't use the spinal cord stimulator (scs) anymore because they don't get relief from it. Apparently the battery went bad after months of not charging, and patient could not get an MRI without being able to put it in MRI mode. The patient reported a rep had a battery sent to them so they could charge. Patient reported they were able to charge the device this time, but is unsure what they will do for the next MRI since they don't use it or charge it regularly.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported "the battery went bad" was referring to the ipg. The rep walked the patient through the trickle charge process and recovered the ipg. There is nothing wrong with the battery, once it was recharged it was functioning properly. The patient had a cervical fusion and was recently reprogrammed ((B)(6) 2025) to see if they could get better relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported "the battery went bad" was referring to the ipg. The rep walked the patient through the trickle charge process and recovered the ipg. There is nothing wrong with the battery, once it was recharged it was functioning properly. The patient had a cervical fusion and was recently reprogrammed ((B)(6) 2025) to see if they could get better relief.